Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation result of balloon longitudinally torn. Block h11: investigation results the returned hurricane rx dilatation balloon was analyzed, and a visual and microscopic inspection found that the balloon was longitudinally torn. No other problems with the device were noted. The results of the analysis performed on the returned device found that the balloon was longitudinally torn. The torn longitudinal found in the balloon is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure, interaction with other devices, or anatomical factors. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with any kind of a sharp surface during/previous the procedure could create friction on the balloon, causing the problem of torn longitudinal found. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the common bile duct (cbd) during a biliary dilation procedure performed on (B)(6) 2024. During the procedure, the balloon suddenly deflated. The physician took out the device, and while inspecting the balloon, leak was noticed. It was also reported that a pinhole was noticed in the balloon. The procedure was completed with different device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of a balloon longitudinally torn. Please see block h11 for full investigation details.